Manufacturer narrative:
Concomitant medical products- PICC cath vygon ref 1261.203a lot 18h025d. No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that a non-bd PICC line occluded, and as a result the catheter was discontinued. It was reported that while attempting to run intermittent antibiotics and lipids using the syringe pump, there were frequent occlusion alarms from the large volume pump (lvp) at the same time. The lvp was infusing 0.45% normal saline with 0.5 units of heparin/ml, at a rate of 1ml/hr. The continuous occlusion alarms interrupted the heparin infusion, contributing to a clotted non-bd PICC. The event occurred in the nicu on a premature patient. There was no medical or surgical intervention required. There was no patient harm as a result of the event.